Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for implant, prior to discharge the lead exhibited intermittent loss of capture, a fluoroscopy was performed and did not reveal lead dislodgement. The physician decided to explant and replace the lead. The patient did not experience any adverse consequences.